Event description:
The customer reported that they experience high blood glucose levels and that they might not be getting receiving. The blood glucose reading was 500 mg/dl. The blood glucose reading was low in the morning and rose throughout the day. The customer treated the high blood glucose levels with the insulin pump. The customer states they did not receive a "no delivery" alarm. The blood glucose was checked during the call and the readings stated 515 mg/dl. The high blood glucose were treated with an injection. The customer will call back if the blood glucose readings do not continue to go down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)